Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the device. The noise appeared to correlate to when the patient was exercising, but it was not reproducible in clinic. Programming changes were discussed. The patient was asymptomatic and had not received any inappropriate therapy.